Event description:
It was reported that a user experienced a delay in dexcom g7 continuous glucose monitor (cgm) sensor data appearing on the ilet bionic pancreas and later confirmed successful reconnection after re-entering the pairing code, suggesting the initial code entry was incorrect. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health and no hospitalization. User support included education on expected connection time and guidance to re-enter the sensor code and confirm correct sensor type. Investigation of this case revealed that the issue was due to incorrect or incomplete sensor pairing, which was resolved by retyping the correct code and ensuring proper pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-related pairing error.